Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The sheath was cut apart, and the suture was also cut. The carrier tube hub was opened to inspect the suture, and the suture was fully deployed. No other damage or issues were identified. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The sheath was cut apart, and the suture was also cut. The carrier tube hub was opened to inspect the suture, and the suture was fully deployed. No issue with the deployment mechanism was identified. However, due to the device condition, the complaint was confirmed for a deployment issue. The cause of the event could not be identified. As a result, the complaint was confirmed. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: material coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the angio-seal device deployed well; however, it did not slide back and detach. The device was taken apart to detach which caused delay and made the patient anxious. There were no patient injuries. The event occurred during use on patient/during placement.